Manufacturer narrative:
Date of explant of (B)(6) 2017.

Manufacturer narrative:
A partial lead with a connector portion measuring 60.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device unrelated procedure sometime last week, the physician felt the helix through the myocardial tissue. The helix was inappropriately removed and was damaged which led to impedance variations and drop in sensing. On (B)(6) 2017, the lead was explanted and replaced. The patient was stable before, during, and after the procedure.